Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). -review of the most recent repair record determined that the comb was bent; however, the repair was not completed because the account did not want to repair the unit. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the stainless steel grid is no longer straight. There was no harm and a delay of 0-15 minutes. There was no adverse event reported as a result of this malfunction.